Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficult insertion of the screw tool into the screw for the left ventricular (lv) lead connector in the header of the cardiac resynchronization therapy defibrillator (crt-d). It was noted the physician "turned the screw back" and it dislodged. After trying to reinsert the screw in the screw thread, the screw fell on the floor and the silicone seal was damaged and came loose as well. The screw and the grommet were not found on the floor of the surgical room and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.